Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient consulted with their healthcare professional to replace their implants due a noticeable asymmetry. As a result, the patient underwent removal and replacement with a 320cc mentor memorygel breast implant on (B)(6) 2021. Although, during this surgical alteration, it was discovered that the 425cc implant was ruptured. There were no reported delays to the procedure and no reported consequences to the patient.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient consulted with their healthcare professional to replace their implants due a noticeable asymmetry. As a result, the patient underwent removal and replacement with a 320cc mentor memorygel breast implant on (B)(6) 2021. Although, during this surgical alteration, it was discovered that the 425cc implant was ruptured. There were no reported delays to the procedure and no reported consequences to the patient.

Manufacturer narrative:
On january 18, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on february 04, 2022. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).